Event description:
On (B)(6) 2012, audiologist first reported that the device was intermittent and during first fitting on (B)(6) 2012, audiologist could not test the device due to the device being intermittent. On (B)(6) /2012, device was explanted and a new device was implanted. Device was returned on (B)(4) 2012. No patient injury other than revision surgery to replace device.

Manufacturer narrative:
The part is a standard is1 bipolar connection.